Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was a possible damage done to the sternocleidomastoid muscle or surrounding tissue upon implant or during recovery. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6)2025. On (B)(6)2025, the patient experienced bleeding at the incision site and was admitted to the hospital. It was noted that the patient was not on any anti-coagulation medications. Per the opinion of the physician, the root cause was a possible damage done to the sternocleidomastoid muscle or surrounding tissue upon implant or during recovery. The bleeding resolved and the patient was discharged on (B)(6)2025. There were no additional procedures reported.